Event description:
It was reported that the patient presented for a computerized tomography scan. The CT scan showed possible atrial lead dislodgement. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.